Manufacturer narrative:
A company service rep examined the system and was able to duplicate the reported event of no voices. He then advised the staff to restart the system and then the system was found to work normally. A review of complaints for the last 24 months indicated no additional related reports for this system. Following this event, there were 2 additional related reports for the system message. There was no sample returned for evaluation. For this reason steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. An internal investigation has been opened to investigate this issue. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "case delayed" (no code available). Product problem(s): "system message occurred during case" (device displays error message). An engineer reported receiving system messages during a procedure. Another system was brought in to complete the case. The site reports there was no pt injury.